Manufacturer narrative:
Corrected fields: d4, h6(problem code). A getinge field service engineer (fse) evaluated the unit and found that the power cord was jammed in the cord reel. The fse pulled out the power cord and retracted it once. The power cord can be pulled out easily. Device passed all performance and safety tests according to factory specifications. Device was handed over to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) cable can not be rebounded/it is hardly to extend the power cord. There was no patient involvement.